Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no serial number was provided by the customer. Biosense webster manufacturer's ref. (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure about 4 to 5 months ago with an ep-shuttle rf generator system-100w and a navistar catheter. The patient developed an esophageal fistula. The patient expired 2 to 3 months after the procedure at a different hospital than where the ablation was performed. There is no information about the hospitalization and if any intervention was performed. The physician&#62688;opinion for the cause of this adverse event is unknown. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.